Event description:
It was reported that during a bowel resection procedure, the staple line was inspected and the surgeon did not like the way it looked, didn't look complete. Over sewed anastomosis to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.